Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was emitting beep tones and the patient's parents were concerned about his heart rate. It was noted that the patient was on medication and currently travelling with family on vacation without a remote monitor. Ts discussed the history of out-of-range shock impedance measurements from (B)(6) 2023 on the previous right ventricular (rv) defibrillation lead, and review of recent shock impedance trends revealed intermittently high out-of-range shock impedance measurements greater than 125 ohms on this current rv lead. Troubleshooting options and programming considerations were reviewed, and the patient was scheduled for an office visit after the family returned from vacation. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).